Manufacturer narrative:
After reviewing the error log from the returned meter, the user received error 6 four times on (B)(6) 2019, the same day as the reported results of 6.0 inr.

Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter twice at 11:00 a.m. With results of 6.0 inr. The customer reported these results and had her blood drawn for testing at the laboratory. The result from the laboratory at 2:30 p.m. Was 2.3 inr. No treatment was required. The result from the laboratory was believed to be correct and no changes were made to the customer's coumadin dose. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer feels fine. The meter and test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The results alleged by the customer were not observed in the memory of the meter. The meter was tested using master lot strips with retention qc: testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.